Manufacturer narrative:
Investigation results: our quality engineer inspected the video submitted for evaluation. A single video of the implicated 24g autoguard IV catheter was returned for evaluation. The catheter was not inserted into the patient but was instead held over what appeared to be a metal basin. The catheter was being flushed with a clear liquid from a syringe. The catheter was patent to infusion, with the infused liquid seen exiting out the tip of the catheter. However, multiple streams of liquid were seen spraying from the side of the catheter adaptor. The locations of the leaks were near the distal end of the adaptor, where the wedge is located in the adaptor. Although a functional leak could be confirmed, the visual characteristics of the damage which caused the leaks could not be discerned from the returned video beyond an association with the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked blood during blood draw. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about blood leaked out of a tube when blood was drawn.